Manufacturer narrative:
A partial lead with the connector pin measuring 35.3cm was returned for analysis. The damage found was consistent with procedural damage. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient has deceased. There is no allegation from a healthcare professional that the death was device related. The causes of death was sudden death, coronary artery disease, ischemic cardiomyopathy, and severe aortic stenosis. No additional information was reported.